Manufacturer narrative:
(B)(6). Additional devices for this complaints: (B)(4) - 1650de - MFR. Date: 04/30/2016 - exp. Date: 04/30/2017. (B)(4) - 1650de - MFR. Date: 05/31/2016 - exp. Date: 05/31/2017. (B)(4) - 1650de - MFR. Date: 09/30/2015 - exp. Date: 09/30/2016. Unk battery - 1650de. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the controller was power switching when on battery. It was stated that there were no effect on patient. The controller and batteries were exchanged. No additional information available.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: (B)(4) mfg. Date: 09/30/2014, received: 01/31/2017. (B)(4) mfg. Date: 04/14/2016, received: 01/31/2017. (B)(4) mfg. Date: 05/25/2016, received: 01/31/2017. (B)(4) mfg. Date: 09/16/2015, received: 01/31/2017. (B)(4) mfg. Date: 09/26/2015, received: 01/31/2017. It was reported that the patient was experiencing power switching events. One controller, a cac adapter and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of (B)(4) and batteries (B)(4) revealed that these devices passed visual examination and functional testing. The cac adapter passed functional testing but failed visual inspection due to a broken housing. This was most likely attributed to the handling of the device. This finding is not related to the reported event. Log file analysis revealed several premature power switching events that were due to momentary disconnections involving (B)(4) and three batteries with a serial number of "0". Log files revealed that (B)(4) was initially recorded with the correct serial number. However, the serial number was sealed at some point, causing the controller to record (B)(4) with a serial ID of "0". (B)(4) were likely sealed prior to the smr upgrade. The most likely root cause of the sealed state for (B)(4) can be attributed to a communication error between the controller and battery. A sealed state will not affect the functionality of the batteries. The most likely root cause of the reported power switching event can be attributed to momentary disconnections between the controller and batteries. An internal investigation has been opened to evaluate the momentary disconnections and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.